Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket "twitching". It was also reported that the right ventricular (rv) lead had an insulation break, high thresholds, and low impedance. A lead warning was also triggered and a polarity switch occurred. It was also reported that blood was observed under the outer insulation of the rv pacing lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.